Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 18.5cm was returned for analysis. External insulation abrasion was noted at 18.2-18.5cm from the connector pin, consistent with lead friction to the ICD can. The svc conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low hv lead impedance.

Event description:
It was reported that when the asymptomatic patient presented for routine clinical follow-up, non-sustained ventricular fibrillation episodes due to noise were observed. The noise was reproducible with pocket manipulation. Programming changes were made. Physician elected to monitor the patient until the ICD reaches eri. The patient condition was good following the event.

Event description:
New information received notes that the patient presented to the hospital after receiving inappropriate shocks. Low lead impedances, noise and insulation anomaly were observed. The lead was explanted and replaced. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.